Event description:
Correction (missing from initial): related manufacturer reference number: 2017865-2020-03270.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead showed externalized conductors, high impedance, and high capture thresholds. The lead was capped and replaced on (B)(6) 2020, and the generator was replaced in order to be compatible with the new lead. The patient was in stable condition.